Event description:
The customer contact reported a whitescreen error. On an unspecified date and time, an unspecified channel of the device was programmed to deliver norepinephrine 8 mg/250ml, at a rate of 14 mcg/min, and the delivery was started. No further programming parameters were provided. After an unspecified length of time, the nurse noted a whitescreen error while in the patient's room. The device was removed from clinical use. After approximately 10 minutes, therapy was resumed using a replacement device. The customer contact reported the patient received unspecified medical interventions to maintain the patient's blood pressure. No specific event details were provided. During testing at the user facility, the device passed testing. Though requested, no additional information was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. If the device is received, a follow-up report will be submitted. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.